Manufacturer narrative:
Multiple attempts were made to follow up with the customer to obtain additional information; however, there was no response. A supplemental report will be submitted if new information is obtained.

Event description:
The customer reported temp high blower air error. The customer could not duplicate the reported issue. The customer's inspection of the air inlet and cooling fan filters showed that they were very dirty and clogged. The remote service engineer (rse) advised to replace the filters and discussed filter inspection with staff per the operator's manual. The device was in clinical use; no patient harm reported. The ventilator was swapped.